Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during an implant procedure there was an unsuccessful implant as a large pericardial effusion was noted on fluoroscopy and the patient had hemodynamic compromise with hypotension. It was noted that there is a future left ventricular (lv) lead implant planned. The patient is enrolled in the adapt-response study. No further patient complications have been reported as a result of this event.